Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient¿s implantable cardiac monitor (icm) was under-sensing. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.